Manufacturer narrative:
Evaluation results: shelf life exceeded (stent used approx 14 days post ubd) . Failure to follow instructions (stent used past its ubd). No results available since no evaluation was performed (stent implanted). (No device returned). Evaluation conclusion: failure to follow instructions( device used past its ubd). User error contributed to the event (IFU not adhered to). No device failure. Device not returned( stent implanted). (B)(4).

Event description:
It is reported that the stent was implanted in the patient approx. 14 days past its expiry date. No patient injury reported, no reported intervention. Patient is fine.